Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The implant surgeon of the hospital reported that during a surgical procedure the screwdriver blade broke off. The torque had not yet begun. There was no injuries. A replacement was available and the surgery was completed.